Event description:
Event description guidant received information that during the attempted implant of this cardiac resynchronization therapy defibrillator (crt-d) the right ventricular pace/sense setscrew stuck in the port. The device was later taken out of archived for further analysis.